Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint is for a check drain line alarm. This complaint was not confirmed in the lab due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. The patient stated that the drain line extension had been reused and after it was replaced the alarm cleared. Per the complaint information the cause of the complaint is use error. Label review was performed for the reported use error and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting for a check drain line alarm the home patient (hp) stated they were using drain lines extension and that they are a week old. The technical service representative (tsr) advised the hp that drain line extensions should be changed out daily. The tsr had the hp change out the drain line extension and resume drain. The hp continued with the therapy. There was patient involvement. No patient injury or medical intervention indicated at the time of the initial report. A follow up was done via phone call. The nurse stated she spoke with the home patient (hp) about proper procedure and the hp has continued therapy no injury or medical intervention reported as a result of this incident.